Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly. Customer's blood glucose level was 212 - 300 mg/dl. A bolus was delivered via the pump to address the elevated blood glucose. During troubleshooting with tandem technical support, the customer was able to reload the same cartridge onto the pump and resume insulin delivery. Additionally, the customer reported that the touchscreen was unresponsive when pressing the 1, 2, 3 sequence on the screen. Customer stated that closing the screen and reopening it successfully opened up the pump menu. The customer reported that the pump would continue to be used for insulin therapy.

Manufacturer narrative:
The investigation has been completed and the alleged touchscreen malfunction could not be confirmed. However, the unexpected reset was verified.